Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted including: - insulation failure at distal end. - light guide lens chipped. - objective lens scratched. - bending section rubber glue peeled of/lifted. - switch button 1 rubber perforated. - universal cord wrinkled. - insufficient angulation. - objective /light guide-lens glue worn out. - biopsy channel exchange as preventive maintenance channel cleaning brush passage using nj4072 is correct without feeling any difficulty. All channels are clean and free from foreign material. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. One cfu of coagulase-negative staphylococci was identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, all channels were sampled during a routine microbiological culture of the evis exera iii colonovideoscope. The scope tested positive for greater than one hundred (100) colony forming units (cfus) of enterobacteriaceae (klebsiella pneumoniae/ serrtia marcescens) and pseudomonas aeruginosa. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.